Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. Also, the pt programmer is displaying a comm error 2501 message. The sjm rep met with the pt and confirmed the issue. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced with a different model. The patient reported satisfactory stimulation coverage postoperative.